Event description:
It was reported that the implant at tooth site #2 was removed due to infection. Pt is in pain and swollen. Symptoms as a result of the event: inflammation & pain.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k013227. H6: additional h6- patient codes: 1932: inflammation.